Event description:
This pt placed a valve on her tracheotomy herself and then attempted to remove it a few mins later. She was unable to remove the valve and started to get upset "panicy." The nurse then intervened and tried to remove the valve from the pt's tracheostomy without success. During this time the pt increasingly became more and more agitated to the point where she had turned a deep gray color. Her nurse assessed the security of the situation and decided to perform an emergency tracheostomy change without any further complication.